Event description:
A customer reported intermittent error message ¿2061 tip attach error¿ on the aia900 analyzer. The technical support specialist (tss) instructed the customer to reseat the tip tray, push down on all four corners of tip tray, performed an all-set-home and retried, error persisted. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for cardiac troponin I (ctnl2). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error log and performed a tip attachment test. Fse inspected mechanical assembles, tip alignment positions, sample nozzle calibration values for analog to digital (ad), hand touch, and clog sensing were within specifications. Fse also cleaned obstructive accumulation material from the roller paths for the reagent tray, dust/debris from housing sensors, build up along sample arm, and lubricated mechanical components. In addition, fse verified tip tray alignment, sample arm mounting position and found tip alignment positions misaligned. Fse corrected the tip alignment positions, performed ad, hand touch and clog adjustments. Fse repaired and validated the analyzer by successfully performing tip attachment tests, quality control run without error, and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) from 07jul2024 through aware date 07aug2025. There were no similar complaints identified during the search period. The aia-900 operator's manual under section 12 - flags and error messages states the following: (2061) tip attach error. Cause: a tip was not detected during the tip mounting check. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: check to ensure that the tip rack is properly seated. If the trouble reoccurs, contact the tosoh local representatives. The most probable cause of the reported event was due to misaligned tip positions; however, the cause could not be established.